Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 379 mg/dl, 400 mg/dl, 39 mg/dl, 30 mg/dl 310 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and bolus for high blood glucose and carbohydrates and orange juice for low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer was alleging possible insulin pump underdelivery. Reason why customer alleges insulin pump was underdelivering because blood glucose continued to rise even after giving two boluses. Customer declined troubleshooting for low blood glucose. Customer reports insulin exited at the quick release. The drive support cap appears normal. The insulin pump will not be returned for the analysis.